Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the customer was hospitalized with high blood glucose and diabetic ketoacidosis. Blood glucose value at the time of admission was over 500 mg/dl. Customer was in the care of her father at the time of the incident. It ws advised to remove the infusion set and check for a bent cannula. It was advise the customer and father to call back for troubleshooting.